Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a clear plastic piece from the cannula broke off into the pt. It looked like it came from the c-ring, but the c-ring was intact. The piece was retrieved from the original incision with no other pt effects reported. A replacement unit was used to complete the procedure. The cannula is returning, but the retrieved broken piece was discarded.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).